Event description:
Boston scientific received info that this pt was upgraded to a bi-v device, and it was noted that the atrial lead had dislodged during an svt ablation. The physician replaced the lead the following day. No adverse pt effects were reported. The lead was explanted and replaced successfully.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.